Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020. Customer's blood glucose level was 30 mg/dl at time of incident, other 272 mg/dl, 94 mg/dl and 141 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event and using auto mode. Customer treated with bolus, glucagon and intravenous glucose. Customer had low blood glucose and seizures. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device monitored for several days and no unexpected bolus deliveries noted. Device programmed with multiple boluses and all registered properly in the daily history noted. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.